Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental MDR will be submitted. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
During surgery the freedom liner 11-253650 offset +5 liner 50 (23) was placed in the ringloc cup but it kept coming loose. An alternative freedom liner 11-107022 was then used and was fixed with one hit.

Event description:
During surgery the freedom liner 11-253650 offset +5 liner 50 (23) was placed in the ringloc cup but it kept coming loose. An alternative freedom liner 11-107022 was then used and was fixed with one hit.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in netherlands. Products have been returned to biomet UK ltd for evaluation and forwarded to the complaints processing unit for investigation. It was reported that during surgery the freedom liner 11-253650 offset +5 liner 50 (23) was placed in the ringloc cup but it kept coming loose. An alternative freedom liner 11-107022 was then used and was fixed with one hit. The event cannot be confirmed or recreated. The returned liner was inspected and showed signs of damage, particularly around the scallops. It can be seen on a number of the scallops that an attempt to impact the liner had been made where the scallops were in the incorrect position. This is evident from the indents on the scallops made by the mating shells tabs. Attempting to impact the liner in this position, with a force that would leave an imprint in the liner scallops, would most likely distort the liner to enough of an extent that would render it unsuitable to be implanted successfully. The most likely root cause from the investigation findings is that the liner was attempted to be impacted with the scallops in the incorrect position. The product showed signs of damage from the impacting process during surgery, therefore, the product was likely conforming when it left zimmer biomet control. The mhr related to the involved product has been reviewed and does not show any non-conformity, rejection or concession that could be related to the reported event. All the lot (6 units) was accepted at the time of manufacturing. A review of the complaint database for the item # / lot # combination has found no similar reported complaints. A review of the complaints database for 3 years prior to the notification date has found one similar reported complaint for item number 11-253650. No corrective/preventive actions are deemed necessary at this time. Risk assessment: risk management file freedom ringloc-x constrained documents the estimated residual risk associated with the reported event. The line which covers the risk reported in the complaint is: 10.1.10 implant damage due to instrument. This line gives a severity score of 3 and an occurrence score of 2. Severity: the severity associated with the above line is s-3, defined as moderate- prescribed medical or surgical intervention to preclude permanent impairment of a body function or body structure. Contributed to minor, temporary, or medically reversible injury. A delay to the procedure of 15 minutes was reported with no harm to the patient, therefore, the severity is considered in line with the rmf. Occurrence rate assessment: requirement for occurrence rate assessment has not been met for this reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.